Event description:
Customer reported a cgm error 42 related to a g7 sensor. There was no indication of an adverse impact on the customer's blood glucose level. Customer service provided a complete pump reset walkthrough, but the error persisted. Ultimately, a decision was made to replace the pump. Contact, representing ubec, was informed on how to obtain a replacement demo pump and expressed gratitude to customer service.